Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: a review of the provided medical records and/or x-rays by a clinical consultant confirmed that the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device.

Manufacturer narrative:
Reported event: an event regarding revision due to abnormal ion level, metallosis and disassociation is reported involving accolade stem. The event was confirmed for metallosis and disassociation based on medical review but abnormal ion level was not confirmed. Method & results: product evaluation and results: not performed because device was not returned. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that: confirmation: the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was reported about revision due to abnormal ion level, metallosis and disassociation involving accolade stem. The event was confirmed for metallosis and disassociation based on medical review but abnormal ion level was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.